Event description:
Pt had tesio catheters in place for hemodialysis. On the date noted during the initation process, when the line was being flushed, the venous catheter split. The line above the split was clamped. Noted to be very close to the insertion site. Pt was sent to hospital for replacement.